Event description:
Anesthesia gas machine alarm low fresh gas flow. Bis 70-80 range, bp 140/83, and visible mouth motion of pt noted. Sevoflurane vaproizer set at 1.5% for atleast 30 minutes prior to incident. Provider manually increased sevoflurane vaporizer to 8.0% without corresponding rise noted on gas analyzer. Etaa remained at 0.5% on analyzer. Pt taken off ventilator and manually ventilated in an effort to increase anesthetic depth. O2 flow at 10 ml/min without air or n2o. Fio2 reading .73 on analyzer. Provider experienced inability to inflate bag enough to deliver adequate tidal volumes without using o2 flush valve. No sevoflurane odor detected by any personnel nor was the source of the leak identifiable. Breathing circuit exchanged without corresponding changes noted on gas analyzer. Sampling tubing hooked up to different gas analyzer without significant change noted. Tiva instituted while gas machine was switched out and left in stand-by for keomed service rep to evaluate. Hemodynamics returned to acceptable levels after tiva instituted.